Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocar was leaking throughout the entire case. The same trocar was used to complete the procedure. No adverse consequences reported. The device was discarded. No additional information is available.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.